Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7080535. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's leads migrated. It was also noted that the patient was experiencing stimulation in the rib area. The patient underwent a revision procedure wherein the leads where readjusted. The patient was doing well postoperatively.